Event description:
Received a report from a consumer's mother indicating her daughter sought a medical examination at a local hospital, and was admitted in 2008, following an episode of syncope. Reporter advised her daughter remained hospitalized, including a transfer to a larger medical center twenty four hours prior to, her death at about one month later. Reporter indicated the final death certificate and autopsy report she received stated the circumstances of her daughter's death was due to septic shock, and toxic shock syndrome (tss). Please note the reporter provided limited information regarding her daughter's hospitalization, admitting diagnosis, secondary diagnoses and treatment.

Manufacturer narrative:
Verbally advised lot code information provided by the reporter has been sent for investigation. We await the results. We have requested and await more information from the reporter, regarding her daughter's experience, and the return of the product for evaluation. See scanned pages.